Event description:
Brush head the bottom portion fell off in mouth - oral-b [device breakage] case narrative: consumer via phone stated that the bottom portion of the oral-b toothbrush head fell off in their mouth. No injury was reported.

Manufacturer narrative:
06-dec-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head the bottom portion fell off in mouth - oral-b [device breakage] . Case narrative: consumer via phone stated that the bottom portion of the oral-b toothbrush head fell off in their mouth. No injury was reported.